Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Customer¿s blood glucose level was 509 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, the customer was reusing the cartridge and puncturing the wrong end of the cartridge. Tandem technical support educated customer on reusing and proper filling of cartridges. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: ensure you insert the needle in the center of the white cartridge fill port.